Event description:
It was reported, the pump was infected. There was no replacement device. It was later reported that the exact signs and symptoms of the infection was unknown. Everything was removed due to the infection. Cultures were done, but it was unknown what type. The patient is doing fine now. The device system was delivering baclofen. It was later reported it was believed the device was delivering lioresal. It was later reported the onset date of the infection was unknown.

Manufacturer narrative:
Product ID, 8781 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).